Manufacturer narrative:
Date of this event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8575093.

Event description:
Related manufacturer reference number 1627487-2023-04174. It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention was undertaken and the leads were explanted and replaced.